Manufacturer narrative:
Visual findings observed scratches and site sticker on the exterior housing. Both dust covers underneath the battery slots and mounting slots have been damaged. The nurse call receptacle appeared undamaged. The unit was received with batteries inside. Evaluation of the unit found that the nurse call receptacle is undamaged and has a tight fit when inserted with a nurse call cable. The unit has power with batteries and ac adapter but does not sound when in use with magnet and sensor pad. The unit was opened so that the impedance across the speaker can be measured with a digital multi-meter. The speaker impedance is 9.36 k ohms which is above the normal range (also known as opened), and that is the cause for the unit having no sound. Under normal conditions, a known working speaker should have impedance between 28 ohms to 36 ohms. There is no further testing taken due to the unit is having a defective speaker. If the device should power on but have no tone, the device may not alert the caregiver of a patient exit. This loss of functionality could contribute to a patient incident. Being that the unit has been in use for over 7 years, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Manufacturer file reference # (B)(4).

Event description:
From what the customer says the sitter elite alarm has damaged nurse call port. I have little to no additional information on how or why the port was damaged. The date the issue was discovered is unknown and no patient incident or injury was reported.